Event description:
It is reported that the patient was revised for poly wear. A large tibial cyst was found in proximal tibia. The device was implanted in 2000.

Manufacturer narrative:
Evaluation summary: both items were returned heavily worn and gouged. No x-rays were returned for analysis. The articular surface exhibits burnishing and wear on the proximal surface consistent with 10 years in-vivo. There are groove marks on the spine portion of the articular surface, likely due to hyperextension. The backside of the articular surface exhibits cold flow into the screw holes and rotational wear marks. The patella, as returned, has been separated from the metal back and has a fracture along one edge with some small chips missing. It is unknown whether or not the presence of the cyst is due to the reported polyethylene wear. In general, polyethylene wear can be attributed to, but not limited to, patient anatomy, implant placement and alignment, third body wear, or trauma to the joint. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional information regarding the corrective action taken. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications.